Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. In (B)(6) 2016, the patient underwent a left atrial appendage (laa) closure procedure. A 21mm watchman laa closure device was successfully deployed in the laa. During an attempted atrial septal defect closure procedure in (B)(6) 2016, it was observed that the watchman closure device had embolized. The patient was asymptomatic. A removal procedure was scheduled for 9 days later. No further patient complications were reported. The patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the atrial septal defect (asd) was caused by atrial fibrillation ablation that was performed prior to the watchman procedure. The patient was not having symptoms due to the asd; they were noted to be in good condition. During the implant procedure, the la pressure was 10mmhg and the patient was in atrial fibrillation. All pass criteria was met prior to release of the watchman closure device. The patient was also in atrial fibrillation at the time of the asd closure procedure. The asd closure was not completed due to the discovery of the embolization. The watchman closure device had embolized to the descending aorta. A snare with three loops was used to remove the watchman closure device; the procedure was noted to be easy and smooth. The patient was in good condition post procedure and was hospitalized for 3 days. A non-bsc device was implanted.